Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photograph for the device related to the reported event of gel bleed was reviewed on (B)(6) 2020. Visual analysis of the photographs identified red particle material on the shell and creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: gel bleed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(6).

Event description:
Healthcare professional reported right side device is intact but shows bleeding. The device has been explanted.

Manufacturer narrative:
Original aware date of information is 23/nov/2020 on initial mrn 9617229-2020-21157 . Additional, corrected and/or changed data: b.3, b.5, h.6.

Event description:
Surgery notes reported the explanted device is intact but shows bleeding. Subsequently, patient's representative reported, pain and sensitivity to pressure in the chest, rupture and associated silicone loss, capsular fibrosis (baker severity grade 1) and enlarged lymph nodes, painful lymphedemas, depression, anxiety and deposit of liquid. Sonography has been performed. Device has been explanted. This relates to the right side.